Event description:
It was reported to globus that a patient underwent revision surgery to remove a transcontinental spacer which became dislodged at l2-l3. It was reported the patient fell twice prior to the revision surgery. Revision surgery took place (B)(6) 2013.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for evaluation, however, a review was conducted of all applicable material records, manufacturing records, storage records, and distribution records according to the descriptions of the product used with the concomitant device. All records revealed all product lots were manufactured within specifications, maintained and distributed in accordance with all federal, state and operating procedures. The implant was not returned for evaluation as it was reported discarded at the hospital. There have been no other similar incidents of this type reported for this implant. It was reported the patient fell twice, which may have caused the cage to become dislodged, thus requiring revision surgery. Exact cause cannot be determined.